Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B )(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per iso11135 prior to release.

Event description:
It was reported by the patient's parent that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 37 and 48 hours. Patient reported the infusion site to have itching sensation and skin reactions. The patient's parent had multiple dermatology consultations and had the patient get a prescription of an unspecified antibiotic cream. A new pod was applied.